Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No returns were made available from the customer site for this evaluation. The clin chem lactate dehydrogenase (ldh) assay package insert and the architect system operations manual provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following results for patient samples tested with the architect clin chem ldh assay: sid l29006814: initial result of 427 u/l with retest at 301 u/l. Sid l290010156: initial result of 407 u/l with restest at 325 u/l. Sid l290033852 : initial result of 304 u/l with retests at 182.90, 188.35 and on another analyzer in the lab at 173.36 and 240.61 u/l. Sid l290033823: initial result of 317 u/l with retests at 255.61 and 268 u/l. Sid l290033875: no initial test results provided, but retest result of 200, 220 u/l are documented. Reference is also made to an undisclosed publication the customer referenced, which stated that an ldh decrease in results from approximately 700 u/l to 200 u/l is significant. The customer believes that the higher results are falsely elevated. There is no impact to patient management reported.